Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had defective tubing. The customer mentioned high blood glucose values. The customer's blood glucose was in the 350 mg/dl and 400 mg/dl range and she began to feel sick. The customer was in the emergency as a result of high blood sugar's on (B)(6) 2017 by blood work ; she was wearing the insulin pump at the time of hospitalization. The customer was unable to bring down the high blood sugar with the insulin pump. The customer then treated via manual insulin injection. The customer's blood glucose has since decreased to 165 mg/dl. The patient was released from the hospital on the same day. Troubleshooting was performed; however, the high pressure test was not performed. The insulin pump will not be returned for analysis.